Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient passed away due to "infection". It was stated that no diagnostic studies were done to confirm that the catheter was functioning; patient was "experiencing falls." Attempts to follow-up with the healthcare professional (hcp) for additional information were made, but the hcp was no longer with the facility and it was noted that the patient was not seen by any other physician at the facility.

Event description:
It was later reported that the patient had not had any diagnostic studies done prior to his death, to confirm that the catheter was functioning properly. The patient's last known pump managing physician's office was contacted and they were unaware that the patient had died and did not know the cause of death.